Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. The patient also had endocarditis and vegetation of leads. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.